Event description:
It was reported that the patient presented to the surgeon's clinic complaining of a new onset of pain in her right hip. X-rays of the pelvis and hip revealed aseptic loosening of the acetabular component. Patient was then scheduled for revision arthroplasty surgery.

Manufacturer narrative:
The implants were not available for evaluation as they were discarded by the hospital. A supplemental report will be submitted upon completion of the investigation.